Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the syringes presented with a leakage issue. To aid in the investigation, five photos were provided for evaluation by our quality team. All the photos show a syringe with a clear substance and a needle assembly connected to it. One photo shows the syringe with the rubber stopper at the top and what appears to be the clear substance past the stopper. Another photo shows the syringe with the stopper at the bottom of syringe. This photo also shows what appears to be a clear substance past the stopper. From the photos it was not possible to observe the solution between the stopper ribs. A device history record review was complete for provided material 303552, lot number 1013547. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 50ml ll experienced leakage. The following information was provided by the initial reporter: the customer reported that the syringes with leakage have been discarded due to contamination.